Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a connection error was received when using the bronchovideoscope. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d8, d9, h3, and h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was confirmed the leak was in the biopsy channel due to a puncture and the communication error was b30 causing no image. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.